Event description:
It was reported that the surgeon noticed before using the instrument that the tip of the depth gauge was broken off. It is unknown when the instrument was broken but it did not break during this case.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the sensor is broken off could be confirmed. The visual inspection revealed that a part of the sensor tip area was broken off due to bending overload. The round geometry of the sensor guide show plastic deformations caused by high bending forces applied to the sensor. Furthermore the sensor tip area shows a lot of secondary cracks resulting from bending overload. Furthermore the fracture surface shows the appearance of a ductile forced rupture. Based on investigation the root cause could be attributed to a user related issue. Due to bending overload during application the tip of the sensor of the instrument broke off. Indications for any systematic, material, manufacturing or design related issue were not found in the investigation. Therefore no corrective and / or preventive action is deemed necessary at this moment.

Event description:
It was reported that the surgeon noticed before using the instrument that the tip of the depth gauge was broken off. It is unknown when the instrument was broken but it did not break during this case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.